Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings. Also found the sensor cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
It was reported that the customer had a sensor that was reading low. Customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 148 mg/dl and sensor glucose reading was 68 mg/dl. Differences between readings were not within an acceptable range. Customer stated that she had bent cannulas on previous sensors, but currently has no issues. Customer has not called in about a bent sensor in the past. Customer was advised to remove the sensor. Customer stated that it was barely bent and almost straight. Sensor will be replaced. No further assistance needed.